Event description:
The pt reported that the suspect device was used to check blood glucose with expired test strips. Pt was able to use the device successfully and obtain a result. The suspect device malfunctioned because it is supposed to recognize expired test strips and give a result of e without a glucose result. The test strips expired on 04/2002 and the device was used in 05/2002.